Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Information received from the aspire clinical database. Treatment of a large unruptured sidewall saccular aneurysm measuring 12mm x 10mm in the supraclinoid segment of the left ica (internal carotid artery). The patient was on aspirin and plavix prior to the procedure. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2013 with a 3.25mm x 20mm pipeline and stasis within the aneurysm was obtained. No evidence of endoleaks, evidence of dissections, and evidence of major thromboembolic phenomenon were found. It was reported that the patient was discharged on (B)(6) 2013 with complete occlusion of the aneurysm; however, a follow-up angiogram on (B)(6) 2013 showed a mild stenosis within the distal aspect of the stent (approximately 15%) and the left ophthalmic artery was patent.